Manufacturer narrative:
The event was reported to (B)(6) health board. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, after five minutes use of the device during a therapeutic laparoscopic hysterectomy procedure, the device probe broke off into the patient. The generator had given off alarms for the device prior, but the procedure was not interrupted to check the device and activations were carried out. The procedure was completed with a new similar device with no delay. There is no harm or adverse impact to the patient. Per the surgeon there was nothing unusual that happened during the procedure that could contribute to the breaking of the probe.

Manufacturer narrative:
The device evaluation is completed. Additional information has been received from the customer. Correction is being made to the lot number this supplemental report is being submitted to provide this information. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. Upon inspection of the device, it was observed that the probe is broken off at the proximal end site. The broken piece of the probe tip was returned. The break started from the origin of a crack caused to the probe. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The proximal side of the tissue pad was worn. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. The exact cause of the broken probe cannot be exclusively identified. However based on device evaluation and the past investigation results, the error and the probe broken possibly occurred by the following mechanism: 1. Seal and cut output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact with the probe. As a result, the pad was worn. 2. This caused the non-insulated part of the grasping section to touch the probe. 3. Seal and cut output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 5. The probe broke with added load. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
Addendum: may 6, 2022: the procedure was laparoscopic hysterectomy. The doctor was performing cut function at the time of the event. Settings were cut and seal: 1, seal : 3. The broken piece was removed from the patient with a laparoscopic grasper. The device was not inspected prior to use.